Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI unavailable at the time of filing. A medtronic representative went to the site to test the equipment. Testing resulted in the replacement of the computer. No further issues were reported. The computer was returned to the manufacturer for analysis. Analysis found that no issue could be identified with the returned part. Analysis found that the reported event was unable to be replicated. Manufacture date unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the system would become unresponsive after 30 minutes, then would boot out to the log-in screen. Un-installing and reinstalling software was reported to have not resolved the issue. No patient present.

Manufacturer narrative:
UDI provided. Manufacture date provided.